Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer to evaluate the dxc 700 au chemistry analyzer. Cts found there was no record of changing the r1 reagent probe. The customer was advised to replace the reagent from, calibrate all tests and run quality control. The customer was called back the next day and stated replacement of the reagent probe resolved the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous low total bilirubin (tbil) results for two (2) pediatric patients on their dxc 700 au clinical chemistry analyzer. The erroneous results were reported out of the laboratory and questioned by a nurse. The samples were repeated on another analyzer with results considered correct. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. The customer provided data. [Note: beckman coulter identifier, (B)(4) documents erroneous patient results generated on 21 july 2024. (B)(4) documents erroneous patient results generated on 22 july 2024.]